Event description:
The facility representative reported a colleague infusion pump with a failure code 812:02. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure code 812:02 was neither discovered nor confirmed in the pump's event history. However, on the assumption that 812:02 was an entry error, the failure code 812:05 was found and confirmed in the event history. The assignable cause was determined to be cascade failure of the failure code 810:11. Therefore, no repairs were made for the failure 812:05. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.